Event description:
Customer reported going to the hospital to bring their blood glucose readings up. Customer stated that once they went up, him went home. Customer mentioned that they are battling low blood glucose readings between 60 mg/dl and 70 mg/dl. Customer reported that they tested their blood glucose readings, corrected and then went to sleep. Customer was woken with the alarm stating that their sugars were high. Customers blood glucose readings was 250 mg/dl. Customer corrected again and was woke up with a high of 265 mg/dl. Customer went to change site and noticed that the reservoir wasn't all the way in. Customer then treating with manual injections and experienced low blood glucose readings and was forced to treat with sugar tablets. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.